Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3b, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Gender field has been removed from medwatch form 3500. Previous entry made to this field has been removed.